Manufacturer narrative:
The patient retained the rods and screws reportedly etched with the manufacturer' s logo, but would not return the devices for evaluation. With the available information, a cause or contributing factor cannot be determined.

Event description:
It was reported that the patient underwent a lumbar fusion in 2000. The patient reported the rods bent resulting in permanent nerve damage. The patient stated "the rod was a screwdriver we cut and made into a rod". The patient underwent surgery to remove the devices. Additional information has been requested from the hcp. A follow up report will be sent if additional information is received.